Event description:
The customer stated that he received a high glucose reading of 222mg/dl. While troubleshooting, he performed control tests and received a result of 305 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.